Manufacturer narrative:
The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to the manufacturer. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. Disconnection of both power sources will lead to loss of power to the pump with a subsequent pump stoppage. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. It was reported that the controller would not recognize a power source on power port 2 of the controller triggering power disconnect alarms. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector with the o ring gasket displaced. This is an additional observation not related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; an internal investigation has been opened by the supplier to address loose connectors. Alarms files did not reveal any power disconnect alarms. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and/or communication errors between the controller and the batteries. However, momentary disconnections will result in an audible tone; this was most likely perceived by the patient as the reported power disconnect alarms. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and battery. Heartware has opened an internal investigation to address momentary disconnections. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to the manufacturer. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. Disconnection of both power sources will lead to loss of power to the pump with a subsequent pump stoppage. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was annoyed when the controller connection for battery two was intermittently not recognizing the battery. This would cause the connect power alarm to be triggered and the battery two lights on the controller to go out. The controller was exchanged. No patient complications have been reported as a result of this event.